Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025. Upon opening the ipg pocket, the extensions were found fractured. The fractures were believed to be pre-existing; however, the patient did not experience ineffective / loss of therapy. To address the issue, the extensions were replaced during the same surgical procedure on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Further information was requested but not received. Reporter phone number: (B)(6).

Manufacturer narrative:
The reported device was discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.